Manufacturer narrative:
We have received the device for evaluation. We were able to confirm the reported incident. Initially, when the device was connected to the control unit and the run button was engaged, the handpiece operated properly. When the window lock button was engaged, the drive shaft hesitated and stopped rotating flashing orange light in the control unit. The run button was engaged again and the mdu failed to operate and the status light flashed green. Upon disassembly, the motor was tested at a stand alone operation and the status light flashed orange on the control unit indicating a defect in the motor unit. The motor had a slight corrosion but no moisture inside the core tube was detected. The root cause of this issue was determined to be the motor unit functioning improperly likely due to water exposure. Since the motor was found to be slightly corroded, it is possible that moisture could have entered into the motor component during sterilization. We currently have a corrective and preventive action (CAPA) open to address this issue. The issue was detected during pre-use check. Procedure was completed using a different handpiece.

Event description:
During pre-use check, handpiece did not resect. Control unit flashed red light indicating issue with the device.